Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: during use this afternoon, the connector on this product broke parallel to the connection with another device. One unit was affected.

Event description:
No additional information.

Manufacturer narrative:
One mz1000 china sample was received without packaging for investigation; residual fluid was present inside of the connector, and no connecting product was available to aid the investigation. The customer reported that the affected sample was from lot 24125165 and that "during the use of the product in the afternoon, the connector and other equipment connections were broken parallel to each other. Additionally, they noted that "the sample has been disinfected with iodine and alcohol. This sample damaged the connected implantable device, leading to a patient receiving a repeated implant." Visual inspection of the returned sample confirmed the customer's experienced. The male luer of the maxzero connector has cracked and broken, with the male luer tip sheared off and missing. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; however similar damage can be replicated by subjecting the component to a lateral force. As the damage was observed during use, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 24125165 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz1000 china product in the past 12 months.